Event description:
Info received indicates the siderail will not remain latched.

Manufacturer narrative:
The technician isolated the issue to a missing latch bolt. He replaced the bolt and tightened all of the fasteners on the siderail to repair the stretcher.